Event description:
The intellanav mifi open-irrigated ablation catheter was selected for use for an ablation procedure to treat atrioventricular nodal reentry tachycardia (avnrt). It was reported that prior to the procedure a hole on the catheter's flushing port was observed. The catheter was replaced with a new one from the same model. Procedure was completed successfully without patient complication. It is unknown if device is available for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has the irrigation tube partially detached. Functional test shows that the steering knob and the tension control knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The reported event was confirmed.

Event description:
The intellanav mifi open-irrigated ablation catheter was selected for use for an ablation procedure to treat atrioventricular nodal reentry tachycardia (avnrt). It was reported that prior to the procedure a hole on the catheter's flushing port was observed. The catheter was replaced with a new one from the same model. Procedure was completed successfully without patient complication. The device has been returned for analysis.